Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the distal segment of the catheter migrated. The reporter stated that the catheter pulled back to a lower level; the doctor wanted the catheter at a higher level. An x-ray was performed as diagnostic testing. A revision surgery was performed on 2013-(B)(6) at which time a new distal segment catheter was implanted and the old distal portion was tied off and left in-situ. It was noted that the issue was resolved. The patient had experienced less than 50% therapy relief. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.